Event description:
Prior to a ptca procedure, a compromised sterile package barrier was noticed. During preparation it was noted that the sterile package was not completely sealed. No patient injuries or complications were rported.